Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery measured 28 mm. The proximal aortic neck measured 20 mm in length with less than 60 degrees of angulation. Vessel tortuosity was minimal. It was reported that, during the index procedure, an angiogram revealed that the endurant iis stent graft bifurcate had a proximal type I endoleak. The physician re-ballooned the endurant iis stent graft but an angiogram revealed that the endoleak persisted. The physician then elected to implant ten aptus endoanchors circumferentially on the proximal portion of the endurant iis stent graft bifurcate. However, an angiogram revealed that the endoleak persisted. The physician elected to complete the procedure and the event was not resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.